Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. Unit received with minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reports of not being able to hear or feel vibration of alerts. Customer had a "low blood glucose" alarm and was not able to hear it. Customer does not use the alert silence feature. Customer reports of sometimes having to press buttons twice in order to clear alerts. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced. No further information provided.